Manufacturer narrative:
The pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off, test reservoir will not lock or click in place and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the reservoir compartment is deteriorated and chipped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.